Manufacturer narrative:
Failure analysis confirmed that the sensor was inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per spec due to high readings. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 275 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did not have a bent cannula on the sensor. The sensor will be returned for analysis.